Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed without difficulty. A balloon aortic valvuloplasty (bav) was performed and an electrocardiogram (ECG) revealed st depression and the patient complained of chest pain. An aortogram revealed no flow to the left coronary system and a transthoracic echocardiogram (tte) confirmed anterior wall motion abnormalities. The patient started to deteriorate and was intubated. An intra-aortic balloon pump was placed and cardiopulmonary resuscitation (CPR) was initiated. The patient was shocked once for ventricular arrhythmia. It was attempted to access the left coronary but was unsuccessful. The patient was placed on extracorporeal membrane oxygenation (ECMO) and was transferred for bypass surgery. No further adverse patient effects were reported.